Event description:
A (B)(6) male pt underwent aaa repair under general anesthesia on (B)(6) 2008. The pt's anatomical form was suitable for the procedure. Final angiography revealed distal type I endoleak. Ballooning was performed and endoleak was resolved. Around (B)(6) 2011, aneurysm enlargement was observed in other medical facility. On (B)(6) 2011, CT revealed the iliac leg was migrated to proximal site and distal type I endoleak was caused. The physician is planning to perform coil embolization of right internal iliac artery and additional stent graft placement into external iliac artery. The pt condition is unk as it was not provided by reporter. On (B)(6) 2011, additional info was provided. Right internal iliac leg was coil embolized and 2 another manufacturer's stents were extended into right external iliac artery. Then ballooning was performed. It was confirmed distal type I endoleak was resolved.

Manufacturer narrative:
(B)(4): pt outcome was not provided by the reporter. Migration is labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, follow-up guidelines. Initial repair was performed (B)(6) 2008. Final angiogram revealed a type ib that was resolved with ballooning. Follow-up on (B)(6) 2011, revealed aneurysm enlargement and follow-up on (B)(6) 2011 revealed migration of the iliac leg resulting in a type ib endoleak. Placement of two additional iliac legs resolved the endoleak. Without additional information or imaging, we are unable to determine the cause of migration. It is possible that anatomical changes or disease progression were contributing factors. At this time, there is no indication that a design or process induced failure of the device resulted in the reported findings. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.